Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot mlbdsxq0, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? Did x-ray taken? What is the current condition of the patient? Could you please confirm the availability of the device? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle without any specific stress in the patient's abdomen. It was difficult to retrieve it. There were no adverse patient consequences reported. No additional information was provided.